Manufacturer narrative:
6/25/1998: investigation results: the two devices involved were returned without their 15mm connectors. After the decontamination, each device was inflate tested, and it was confirmed that the cuff of each contains a leak. Microscopic examination reveals a "v" shape slice in one and a "u" shaped slice in the other measuring 0.015 and 0.084 inches wide respectively. No other anomalies are detected. Production records were reviewed; no problems with holes in cuffs were noted during the 100% four hour inflation system test performed at finished device inspection. Thirteen retained units from this lot were inflate tested (post sterilization) and were found to be fully functional. A complaint file review shows no prior complaints involving this lot or its sub-components' lots. Based on the info available and the examination results, it is concluded that the tears in the cuffs were due to one of two causes; contact with forceps while positioning the tube (if used) or contact with the turbinate bones within the nassal passages of the pt. No mfg error has occurred. No further info is anticipated for this report.

Event description:
Upon use, cuffs failed to inflate.